Manufacturer narrative:
A device history record review was completed for lot# 19e196962. There were no manufacturing issues related to the complaint issued for this lot. One unopened sample was received for product code 7317 lot number 19e196962. The sample was opened, and the sponges were shaken to see if any pieces of the material was coming from the sponges; there was no evidence of lint or particles that fell from the sponges. The sponges were un-banded and each individual sponge was inspected for coming apart, also there was no evidence with the sample returned of the sponges falling apart. The purpose of the sponge is to maintain the 4¿x4¿ form is to eliminate the sponge from linting, fraying, shredding and losing its absorbency. Without knowing how the sponge was used in surgery we could not determine the cause of the sponge falling apart. Having a description on the use of the sponge during surgery would help with the investigation. The reported condition of shedding and falling apart is unconfirmed based on a photograph and samples that were provided with this complaint. There are acceptable quality level checks that are conducted at the beginning, middle and end of each production lot these checks are noted on the device history record.

Event description:
The gauze is coming apart and leaving pieces of the material on the doctors hands and potentially in the patient surgical site. Additional information received from the initial reporter on 9-oct-2019 stated that the procedure was a lumbar fusion. There was no pieces left in the patient. There was no harm done, no medical intervention required.

Manufacturer narrative:
Additional information was provided by the initial reporter therefore event description was updated with additional event information. Also, device information was updated with the lot number.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the gauze was coming apart and leaving pieces of the material on the doctors hands and potentially in the patient surgical site.